Event description:
The complaint is reported as: "according to information / customer complaint, when passing the femoral arterial catheter, during the guide wire, the metal fiber shared occurred (undropped from its base), which was viewed and were verified by guide through the initiated guide through the guidelines. It was removed from the patient. Being necessary to use a new kit and new arterial puncture for catheter implantation." There was no patient injury or complication.

Manufacturer narrative:
Qn# (B)(4). The customer returned one arterial guide wire and a catheter for analysis. Signs-of-use in the form of biological material was observed. Visual analysis revealed that the guide wire was severely unraveled and separated in multiple locations. One of the welds was intact as it was attached to the coil and core wires. It cannot be determined which side of the guide wire became unraveled as the proximal and distal ends are mirror images of each other. The other weld was separated and was not returned for analysis. The core wire from the intact weld to the point of separation measured 11 7/8", which indicates that at least 1.16"-1.5" of the core wire was separated and not returned for analysis. The guide wire outer diameter measured .0243", which is within the specification limits of .0240"-.0250" per the guide wire graphic. Functional inspection could not be performed as the guide wire was too severely damaged. A manual tug test confirmed that the intact weld was secure to the assembly. A device history record review was performed with no evidence to suggest a manufacturing related cause. The IFU provided with the kit informs the user, "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing of spring-wire guide". The IFU also states, "use care when removing spring-wire guide. If resistance is encountered, remove spring-wire guide and catheter simultaneously. Use of excessive force may damage catheter or spring-wire guide". The report that the guide wire unraveled/separated was confirmed through complaint investigation of the returned sample. The guide wire core wire was separated. The separated portion was not returned for analysis. Dimensional analysis was performed. The guide wire outer diameter was within specification; however, the guide wire length could not be verified as the separated portion was not returned. A device history record review was performed, and no relevant findings were identified. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 1.1 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error likely contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "according to information / customer complaint, when passing the femoral arterial catheter, during the guide wire, the metal fiber shared occurred (undropped from its base), which was viewed and were verified by guide through the initiated guide through the guidelines. It was removed from the patient. Being necessary to use a new kit and new arterial puncture for catheter implantation." There was no patient injury or complication.